Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device, hospitalized in their local hospital ICU, failed to receive device therapy and passed away. Initially it was thought the device undersensed and withheld shock therapy, as patient was in ventricular tachycardia. Data was later collected from device memory and evaluated by boston scientific's technical services (ts). Ts confirmed therapy had been withheld due to magnet application (normal device operation); however, the attending physician was unaware of the rationale for magnet application and requested an independent hospital investigation. The attending medical staff later confirmed a magnet had been electively applied, due to the belief the patient was receiving unsuccessful shock therapy while in the ICU. The physician suspected the "shocks" may have been intermittent diaphragmatic stimulation however, no previous muscle stimulation had ever been reported. No return of device is expected and there were no allegations from the physician of inappropriate device operation as a cause or contributor in this patient's death. Although a definitive cause of death was not established, it is thought that progressive heart failure and metabolic abnormalities, may have precipitated the ventricular arrhythmia which was then not managed appropriately.